Manufacturer narrative:
Patient age at time of event: (B)(6) or older device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending (lad) artery. A 2.25 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion even after several attempts. The device was removed and it was noted that the distal edge of the stent was lifted up. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was good.